Event description:
It was reported that the one day post implant check revealed intermittent capture with the right ventricular (rv) lead. There was consistent capture with the patient sitting and supine but intermittent capture when the patient was lying on the right side. The physician elected to remove the tined lead due to intermittent capture and replace it with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found on the electrode tip.